Event description:
The device was used during an lavh. It would not staple or cut. This happened with three instruments. The surgeon has not used this instrument before. No buttressing material was used. Bipolar cautery was used to complete the case. There was no consequence to the pt.

Manufacturer narrative:
H6; code 400: instrument rec'd with broken firing trigger teeth and broken short rack. Results of eval: conclusion-based on inquiry rec'd and the visual examination, it was concluded that the instrument was returned non-functional. The instrument was disassembled and found to have a damaged firing mechanism. No conclusion could be reached as to how this damage occurred. Comments-some conditions which might result in damage to the firing mechanism are: interrupted firing cycle, tissue thicker than indicated, attempting to fire through a spent cartridge, firing prior to complete clamping of the jaws and failure to properly follow reloading instructions. Co strives to understand each incident as it occurs in order to continuously improve products.